Event description:
Event description guidant received information that one day after the implant procedure, this ventricular lead had a significant decrease in r wave measurements and undersensing was observed. A microdislodgement was suspected and not adverse patient effects were reported.